Manufacturer narrative:
(B)(4). Date sent: 4/23/2025 additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? =>the device locked out. Or did the device start to deploy staples and cut but could not be completed (partially fire)?=>yes. Or did the device fully fire and stop during the automatic knife return? =>no.was there any difficulty opening the device? =>no.if yes, how was the device removed from the patient? =>n/a. If yes, did the jaws eventually open? =>n/a.

Event description:
It was reported that during a thoracoscopic pneumonectomy, no problem on the 1st firing. When used on the bronchial tube at the 2nd firing, the knife stopped on the way and the device was locked out. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/7/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.